Event description:
It was reported that: pt has had 4 dislocations since having surgery. The first dislocation happened in (B)(6) 2011. The last dislocation was in (B)(6) 2012. Pt is also reporting that she has morning achiness in her hip area and has trouble going up and down stairs. Pt also experienced trouble twisting as it has caused the dislocations. Pt states that she has had physical therapy, x-rays, and a CT scan.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(6) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.